Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 lvas, serial number mlp-(B)(4), and the patient¿s outcome could not be conclusively established through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use is currently available. The adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient expired on (B)(6) 2021. Additional information was requested. No additional information was provided.